Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 150 mg/dl. Additionally, the customer reportedly entered too many carbohydrates when programming a bolus and did not eat enough carbohydrates to cover the amount, which caused the bg to decrease to the 50-66 mg/dl range. Bg was treated by consuming liquid glucose and glucose tablets. The customer continued to use the pump for insulin therapy.